Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded by facility.

Event description:
Rep. Was at a training (B)(6) 2016 there was a discussion of cautions. A pericardial effusion was mentioned by the hosting physician that happened after a convergent ablation. There was no delay in case, patient was off pump and heparinized. Two weeks post op, patient went to satellite ER with chest pain. At three weeks post op, patient returned to facility with chest pain. Surgeon drained 300 cc from pericardium. Patient is doing well at this time.